Event description:
Reportedly, the xpert stent was noted to be partially deployed out of box. The device was not used in the patient. No additional event information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the xpert self expanding stent system (sess) was returned with blood on the distal end of the tip, consistent with possible handling. There was no saline visible. The stent implant was returned partially deployed 8.5 mm over the tip. There was no damage noted to the stent implant. The sheath was retracted 4 mm proximal to the tip crown. There was no damage noted to the sess. The tuohy borst valve was returned in the locked position. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all sess are inspected for damage during the manufacturing process. It may be possible that the premature deployment is related to handling during preparation or advancing over the guide wire, as there was blood noted on the distal end of the tip. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.